Event description:
Complainant alleged that clinicians induced ventricular tachycardia to a morbidly female pt during a cardioversion. The device was attached to the pt using electrode pads and delivered energy at 200 joules and did not convert the pt's rhythm. The device discharged at 200 joules a second time and converted the pt's heart rhythm. After replacing the electrode pads, a second succession of cardioversion was attempted and the complainant indicated that the first and second of three discharges were not successful in converting the pt's heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.